Event description:
Heavy menstrual bleeding with clots for 3 weeks now, severe lower abdominal pain, pelvic pain shooting into hips and thighs, daily migraines, extreme lightheadedness with waves of nausea.